Manufacturer narrative:
Batch review performed on 06-07-2021: lot 142929: (B)(4) items manufactured and released on 24-sept-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection (pathogen unknown). 2 years and 10 months after the first revision surgery, the surgeon performed a washout and revised the poly, and the surgery was completed successfully. The patient had a primary with competitor components, medacta implant was implanted in the first revision.